Event description:
According to the reporter: the patient had an open incisional hernia repair where the mesh was placed between the peritoneum and fascia. The wound was closed with sutures and 4 fixation points were applied. Three days post op the patient returned for a follow up. The doctor found irritated skin described as cellulitis during his post operative evaluation. He prescribed oral antibiotics to help prevent any infection. There was no injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.